Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c1191035. This echo device was received with the needle retracted in the sheath of the device. The stylet was partially retracted (2-3cm) and could not be fully inserted. No kinks were visible directly below sheath extender when the sheath extender was positioned at reference mark 2, however perforation/damage was noted approx. 2.5cm from the distal sheath tip and a black marks which would have been caused by the elevator of the scope. The needle could be advanced and retracted from the sheath with resistance during the device evaluation. The needle tip was examined and noted not to be intact, approx. 2.5cm confirmed to have been broken off which coincides with broken-off piece of needle returned in the packaging for evaluation. The customer complaint was confirmed as the device was returned with approximately 2.5cm of the distal needle broken-off. A possible cause of this complaint is that the distal needle slipped off the elevator and kinked the tip during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The sheath perforation most likely happened when trying to advance the retracted broken needle in the sheath. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1191035 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided; the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
While using the olympus linear endoscope and echo-19 product to check the condition of the mass, the physician found that the tip of the needle was broken. Therefore, the product was replaced and there was no harm to the patient.